Event description:
It was reported that the service and repair department documented the hand piece for battery powered driver was not running. The malfunction was discovered during testing and did not occur during surgery. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was performed for the subject device. It was reported that the device was inoperable. The repair technician reported the base plate was cracked and the motor was seized. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005458), contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on jan 29, 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #005117/004484 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2012 and (B)(6) 2013 due to motor failure. The customer called in a service request for this item on (B)(6) 2014 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The manufacture date of this item is 9-dec-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.